Manufacturer narrative:
Additional manufacturer narrative: the aquabeam handpiece was returned for investigation.visual inspection confirmed that the high-pressure hose and the pump cartridge were severed from the rest of the handpiece and not returned along with the handpiece. Functional and additional analysis couldn't reproduce the error. However, the treatment log file review confirmed the reported e22 -motorpack error in addition to e23 - motorpack error and e43 - cpu error messages. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c01225 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults, e22 - motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E43 -cpu error: release foot pedal and click x. If error persists, turn off and turn on cpu. Although a review of the treatment log files confirmed the reported failure mode, the root cause was unable to be established due to the condition in which the device was returned for investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure, "e22 - motorpack error" messages were generated by the aquabeam robotic system. Upon replacing the aquabeam handpiece with a new handpiece unit the error occurred again. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.